Manufacturer narrative:
The insulin pump received with button error alarms due to corroded keypad traces. No moisture damage found inside the device. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Report disclosed to the public under the freedom of information act.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 216 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.